Event description:
Allegedly the patient was revised due to the following mom complications: elevated metal ions in the bloodstream; pain.

Manufacturer narrative:
Additional information received. Updated lot number.